Event description:
It was reported that, "patient's acetabulum and head were replaced because of squeaking. Psl cup because of poor position and loosening".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Kept by patient. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.